Event description:
Pre-op diagnosis: failure of spinal cord stimulator (scs). "...patient underwent thoracic spinal cord stimulator implant about five and a half years ago. Patient was last seen in our office about four and a half years ago. At that time, she stated that she experienced a malfunction with her spinal cord stimulator following a power outage at her home. She was "resetting the switches" in her breaker box when she received a "jolt" of electricity through her body. During that clinic visit, her device was interrogated by the clinical support staff and after consulting with electrical engineering regarding the findings, it was recommended that she have the ipg replaced. She was scheduled to undergo ipg replacement with the doctor a month after the visit that year, but unfortunately lost her insurance coverage and therefore was unable to proceed. She has not been using her stimulator since that time. She states that she has not charged since, but feels that she is constantly "zapped" anytime she plugs in her laptop, touches an extension cord, or enters a strong magnetic field (walking through the entrance of walmart). She adds that prior to this malfunction, the spinal cord stimulator was very helpful in providing her with relief of her back pain and lower extremity pain." Procedure(s):scs ipg change, rlq abdomen, awake. Post-op diagnosis: same.